Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, the endoscopic image on the monitor disappeared, the beep indicating too high temperature of the light source sounded, and the emergency lamp indicator lit up. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. In the incoming inspection of the subject device at olympus spain customer service, it was found that the fan of the subject device did not work anymore.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus spain customer service, there was the possibility that the reported phenomenon was attributed to the overheating inside the subject device due to the failure of the fan. If additional information becomes available, this report will be supplemented.